Manufacturer narrative:
(B)(4). The condition of a colleague infusion pump with a malfunction of damaged battery alarm was confirmed and reproduced. The baxter personnel have determined that this condition is due to depleted main batteries. The main batteries and battery harness were replaced to resolve the reported problem. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed the device has not been previously sent in for the reported condition. However, during previous services, the batteries and battery harness have been replaced.

Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery alarm. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.